Event description:
It was reported by service report that the head lift motor would not raise or lower electronically. The customer could not determine whether there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: lift housing screws were loose.